Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had lost power. The display was blank but did have vibration. A review of the alarm history showed no replace battery alarm occurred prior to power loss. After the battery was removed and reinserted, powered was restored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated multiple call service alarms associated with sleep alarms on the event date. The pump battery compartment was observed to be cracked. No evidence of moisture ingress was observed in the battery compartment. The battery cap secured properly to the pump. A power loss was not observed. The pump was exercised for 24 hours with no power interruptions or related alarms. The pump case was removed and no evidence of moisture ingress was observed. No evidence of intermittent contact was found on the battery terminal contacts. Unrelated to the complaint, a hole in the bolus button cover was noted. The bolus button responded properly. Additionally, the pump display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.